Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported via rga, "fold flaw" and "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, crease fold, delamination, and crack opening. Leak test was performed and identified an opening on anterior. A microscopic analysis was performed which identified a smooth crease opening on anterior, delamination of the diaphragm valve, and a cracked opening on diaphragm valve. Based on the device analysis, the final assessment was a smooth crease opening on anterior due to a fold flaw opening, delamination of the diaphragm valve assessed as adhesive failure, and a cracked opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "fold flaw" and "any creases". Device has been explanted.